Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3138-35, (B)(4) & (B)(4), model description:phase iii lead extension 35cm. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient developed numbness in her legs during the trial. The physician confirmed that the patient had a hematoma and explanted the entire device. Following the explant procedure the patient was regaining the use of her legs.